Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) was isolated to an open circuit on the pca board. The root cause for the open circuit could not be positively identified. There was no adverse event that resulted from that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 110